Manufacturer narrative:
Correction: g3 - the awareness date of the analysis was 14 dec 2023.

Manufacturer narrative:
The reported event low pacing impedance was confirmed while the reported event of contamination of device was not confirmed. As received, a device was returned for analysis. Investigation noted the device to have impedance measurement anomaly due to corruption of the device firmware. The cause of the reported event was isolated to the corruption of the device firmware.

Event description:
(B)(4). It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead and right ventricular lead exhibited low pacing impedances. No interventions were performed. The patient was in stable condition. Additional information received noted that the revision procedure was performed on 9 aug 2023. During procedure, it was noted that the pacemaker was the cause of the low pacing impedance. During removal, fluid was noted in the connector pin of the pacemaker. The pacemaker was explanted and replaced on 9 aug 2023. The atrial lead and right ventricular lead were connected to the new pacemaker. The patient was in stable condition.